Manufacturer narrative:
The event occurred in (B)(6). No information was provided for son's compact plus system.

Event description:
Caller reported an aviva system blood glucose result of 17.2 mmol/l, then 8.1 mmol/l on son's compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.